Manufacturer narrative:
No other information was provided. Initial reporter name, phone or e-mail was not provided. The product was returned for evaluation and is currently being decontaminated and the evaluation has not yet begun. End of report.

Event description:
A hospital employee alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked saline at the perimeter of the set. No patient injury was alleged. No information was provided as to priming of the set or use of pressure devices.